Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "maintenance do not shock" message. No additional information was provided at this time. Complainant indicated the clinician performed CPR to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functional testing and an internal inspection without duplicating the report. The device data log was reviewed and found that prior to the end of the CPR cycle the user closed the device lid. The device powerdown tests detected the electrode pads were used previously and were no longer face to face. These errors are expected if the pads used at the beginning of the rescue were attached when the lid was closed. The device then prompted "open lid to continue rescue" and the user opened the lid. The device then prompts "maintenance required, continue rescue". The device proceeds to record three additional rhythm analyses and determines all of them are not shockable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.